Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cerebral infarction was observed 11 days following implant of the valve. The medtronic guidewire did not cause/contribute to the dislodge.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 21 to 22 millimeter (mm) non-medtronic (inoue) balloon. During the implant of the valve, the left coronary cusp (lcc) side of the valve "dove in" and interfered with the mitral valve requiring 4 or 5 recaptures. Upon left anterior oblique (lao) view, the delivery catheter system (dcs) was positioned close to the lesser curvature and was suspected to have caused the shallow implant depth on the lcc. Subsequently, the dcs was pulled back to the ascending aorta and deployment was performed while adjusting the axis. The implant depth on the non-coronary cusp (ncc) was 0 mm, and the implant depth on the lcc was 10 mm; therefore, the valve was fully deployed. Following the implant of the valve, a post-implant bav was not performed and the procedure was competed without issues. Ele ven days following the implant of the valve, a cerebral infarction occurred and the patient developed hand numbness. Additionally, the patient was conscious with no difficulty eating or walking. The reported cause of the cerebral infarction was due to heparin-induced thrombocytopenia (hit) and was determined by blood test. Per the physician, the cerebral infarction was not caused by the valve or implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 21 to 22 millimeter (mm) non-medtronic (inoue) balloon. During the implant of the valve, the left coronary cusp (lcc) side of the valve "dove in" and interfered with the mitral valve requiring 4 or 5 recaptures. Upon left anterior oblique (lao) view, the delivery catheter system (dcs) was positioned close to the lesser curvature and was suspected to have caused the shallow implant depth on the lcc. Subsequently, the dcs was pulled back to the ascending aorta and deployment was performed while adjusting the axis. The implant depth on the non-coronary cusp (ncc) was 0 mm, and the implant depth on the lcc was 10 mm; therefore, the valve was fully deployed. Following the implant of the valve, a post-implant bav was not performed and the procedure was competed without issues. Ele ven days following the implant of the valve, a cerebral infarction occurred and the patient developed hand numbness. Additionally, the patient was conscious with no difficulty eating or walking. The reported cause of the cerebral infarction was due to heparin-induced thrombocytopenia (hit) and was determined by blood test. Per the physician, the cerebral infarction was not caused by the valve or implant procedure. Additional information was received indicating the following: it is believed that the patient's horizontalaorta contributed to the valve dislodging; the deployment starting point was slightly above the lower end of the pigtail catheter; a medtronic (confida) guidewire was used during the procedure; and after hospitalization, the patient received drug therapy for the hit/infarction.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 21 to 22 millimeter (mm) non-medtronic balloon. During the implant of the valve, the left coronary cusp (lcc) side of the valve "dove in" and interfered with the mitral valve requiring 4 or 5 recaptures. Upon left anterior oblique (lao) view, the delivery catheter system (dcs) was positioned close to the lesser curvature and was suspected to have caused the shallow implant depth on the lcc. Subsequently, the dcs was pulled back to the ascending aorta and deployment was performed while adjusting the axis. The implant depth on the non-coronary cusp (ncc) was 0 mm, and the implant depth on the lcc was 10 mm; therefore, the valve was fully deployed. Following the implant of the valve, a post-implant bav was not performed and the procedure was competed without issues. Eleven days following the implant of the valve, a cerebral infarction occurred and the patient developed hand numbness. Additionally, the pati ent was conscious with no difficulty eating or walking. The reported cause of the cerebral infarction was due to heparin-mediated thrombocytopenia (hit) and was determined by blood test. Per the physician, the cerebral infarction was not caused by the valve or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.